Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 60 mg/dl with unsteadiness when standing and walking and drenched in sweat associated with a load step issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the pump was priming the infusion set tubing during the load step. It was reported that the patient was not attached to the pump at that time. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged load step malfunction in the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the black box showed no evidence of a load step malfunction. A rewind, load and prime sequence were performed successfully with no errors. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unrelated to the original complaint, the force senor calibration check and the force sensor resistance were found to be out of specifications. There was no contamination or damage found to the force sensor circuit. Also unrelated to the original complaint, the display had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.